Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated friday night they were bending over to pick stuff up from the floor and their controller was in their pocket and the stimulation went up to a little over 5, which was like being shocked with an electric fence and made it difficult to walk. Patient said they turned stim off by entering MRI mode, then looked online to find how to decrease stim. Patient said they turned stimulation intensity down, but now the stimulation was only staying in the standing position (patient confirmed they have adaptivestim programming). Patient mentioned usually they set stim between 1 and 2 depending on the situation but now they had to turn stim down to 1 to be able to sit in their recliner or sleep at night. During the call, patient was in a reclining position, but when they went into the menu to check position, they saw the position was upright. Patient confirmed they would have seen reclining position prior to friday. Agent walked patient through turning adaptive stimulation off and back on, and patient went back into check position while reclining, and still showed upright. Agent had patient move to a lying back position and when patient checked position, they did see lying back now. However patient said stim was set at 1 for that position and they were feeling a noticeable stimulation down their legs (which they wouldn't have felt at this level previously). The patient was redirected to their healthcare provider to further address the issue. Agent sent physician listings to patient.